Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve within a pre-existing surgical ring that had stenosis and regurgitation in the mitral position via trans-septal approach, the valve could not cross the septum after ballooning the septum with a 12mm x 6 mm balloon. The valve was pulled back to the 14fr esheath and the devices were attempted to be removed as a unit, however, the valve was dislodged from the delivery system and remained in the femoral vein. Vascular surgery was performed to remove the valve and repair the femoral vein. Once this was performed a 16fr esheath was inserted. The septum was re-ballooned with the same size balloon (12mm x 6 mm balloon) and a new valve was prepared. The second valve also could not cross the septum. The septum was re-ballooned with a larger balloon (24mm) and a new valve was prepared. The septum was then successfully crossed and the third valve was deployed. Tee confirmed a well seated valve with mild paravalvular leak.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. No photographs, video or imagery was provided for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Per the report, the patient¿s access vessels had no calcification and no tortuosity. The valve was pulled back to the 14fr esheath and the devices were attempted to be removed as a unit, however, the valve was dislodged from the delivery system and remained in the femoral vein. Based on given information, the valve may have caught on the sheath distal tip during system retrieval and dislodged from the delivery system. Per training manual, the physician is instructed to: ensure the thv is centered on the flex tip, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, and then withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Although there was no indication of any procedural factors contributing to the complaint event, a non-coaxial system retrieval may have occurred. Withdrawing a system with a valve still crimped on it in a non-coaxial manner increases the chances of the valve getting caught on the sheath distal tip. Attempts to continue pulling the delivery system while the valve already caught on the sheath distal tip could dislodge the valve from the delivery system. Per manufacturing mitigations of the commander delivery system, during receiving inspection the flex tips od were dimensionally inspected. During balloon manufacturing, the inflation balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination; working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The balloon was 100% inspected by manufacturing for the following: the balloon size was inspected with go/no go gauge before the pleating and folding process; after pleating and folding, the balloon was visually inspected for distorted/ pinched folds; finished devices underwent a final inspection which included the following: 100% visual inspection for missing components, incorrect assembly, device damage, and contamination; 100% inspection for distorted/pinched folds on the inflation balloon; 100% visual inspection of the flex tip to flex shaft bond to ensure no ridge lines, over melting, exposed metal, mechanical damage or separation of material at transition of bond area; 100% inspection for flex shaft to ensure no kinks, bends, cracks or deep scratches in stent area, flash or exposed metal on stent section, or sharp edges on braided section. Per manufacturing mitigations of the sapien 3 valve, during manufacturing, the following inspections of the frame and valve were performed: the in-process sapien 3 valve was 100% inspected for manufacturing defects before and after valve holder attachment; frame components were 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch, step/wavy cut, burrs/protrusions and any deformation; 100% dimensionally inspected; 100% visually inspected for scratches, grooves, and deformation. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the device and/or related imagery/photograph not being returned for evaluation, the complaint for ¿delivery system - valve dislodged from balloon¿ was unable to be confirmed. No manufacturing non-conformities were identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. There is insufficient information to determine a root cause at this time, but it is possible that procedural factors (non-coaxial system retrieval) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.